Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting the corai shaft, a piece of the inserter broke and remained in the shaft. No patient harm was reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: when inserting the corai shaft, a piece of the insert remains in the shaft. No patient harm. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the retaining stem inserter had the distal threaded tip broken. Fragment was returned for evaluation. It is worth mentioning that the device and fragment were returned disassembled. Broken tip condition may have occurred during the stem insertion process, as outlined in the corail hip system surgical technique specifically advises: "if the retaining inserter is chosen, verify that it is assembled with the inserter shaft threaded into the inserter handle. Ensure the tines on the inserter are aligned with the recesses of the inserter platform on the top of the implant. Fully engage the threads of the inserter into the implant to ensure the inserter is securely attached to the implant." The observed condition of the threaded tip could be consistent with an off-axis assembly and impacting device before the tip was fully seated into the stem. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 6/18/2020. 3) any anomalies or deviations identified in coc: none. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history review: a certificate of conformance was reviewed for the finished device product code: 259807570 lot number: ab5031675, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.